Event description:
This pt was admitted to the hosp for diagnostic coronary angiography. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a b1-type, focal instent restenosis of a 3.0 x 25mm duraflex stent in the mid-rca. A bolus of 8,000 units of heparin was administered via IV. Act's were not monitored during the case. There were no difficulties in accessing or wiring the vessel noted. The mid-rca lesion was predilated with a 3.0 x 15mm balloon inflated to 8 atms for 30 seconds (five times). A 3.0 x 28mm cypher stent was deployed to 12atms with satisfactory results. The stent was post-dilated with a 3.0 x 15mm balloon inflated to 16 atms for 30 seconds. Ivus was conducted. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on aspirin and ticlid. Approximately seven months later, the pt returned to the hosp with a complaint of chest pain for one week. Repeat angiography demonstrated a thrombus within the cypher stent in the mid-rca. Due to the pt's chronic renal failure and the amount of contrast used in the diagnostic procedure, no invasive intervention was performed. Instead, the pt received a continous infusion of heparin (12,000 units/per day) for four days. A repeat angiogram then revealed that the thrombus had completely resolved.